Event description:
The patient was diagnosed with severe congenital pes plano valgus deformity bilaterally prior to the corrective surgery. The patient was experiencing tiredness and pain in both feet. The patient was unable to participate in sports or be active. According to the physician of the original operation, conservative measures were attempted to alleviate the symptoms, but failed. The prescribed treatment was percutaneous tendo-achilles lengthening and subtalar joint arthoerisis with implantation of the subtalar mba implant on each foot. The device was implanted into the right foot, in 2002. Postoperatively, the patient received a prescription for tylenol with codeine elixir one teaspoon every four to six hours as needed for pain. The patient is (was) to remain strictly non-weightbearing and use a pediatric wheelchair for transportation. The patient continued to experience pain several months later. On march 5, 2003, the patients family sought a second opinion. The physician observed: pertinent physical examination revealed neurovascular status to be well within normal limits. Examination of both feet revealed well healed scars consistent with a subtalar arthroereisis and a percutaneous achilles lengthening. The right foot is in excellent position with normal range of motion. In 2004, the patient had a consultation with another physician. The physician observed: examination of his right ankle shows 10 degrees of dorsiflexion and 20 degrees of plantar flexion. He is slightly week in plantar flexion on both sides, left greater than right. He has mild swelling about both subtalar joints. On the right side, he has a mild flat foot characterized by mild heel valgus with mild forefoot pronation. This too, is unchanged in stance and galt. The physician reviewed the patient's x-rays; "I reviewed some x-rays on (patient) today. Three views of both feet. The right foot shows an implant in place in the subtalar joint with a flat foot. The right side shows some narrowing of the subtalar joint with some sclerasis. "I also reviewed an MRI on (patient) which was performed two months earlier. On the right foot, there are post surgical changes with synovitis and large effusions in the tibiotalar, subtalar and talonavicular joints." The patient had another set of MRI(s) done three months later. The noting radiologist states the following impressions: 1. Susceptibility artifact in the region of the anterior tibiotalar joint compatible with prior pes planus surgery. 2. Interval resolution of marrow hyperintensity in the base of the 2nd metatarsal with new areas of marrow hyperintensity in the lateral calcaneus, cuboic and lateral cuneiform. This may represent reactive marrow hyperintensity related to the altered weightbearing or normal development in a skeletally immature patient. 3. Persistent soft tissue edema along the plantar surface of the calcaneus. This may represent reactive soft tissue ecema from altered weightbearing. There is no evidence for calcaneal stress fracture or plantar fascia disruption. 4. Persistent effusion in the tioiotalar joint. Of note, this is less prominent than on the patient's right side. One month later, the patient was admitted for the removal of the subtalar implant on the right side. The physician noted in the indication for the procedure that there was swelling and effusion in the right subtalar joint. He (the patient) had no associated fevers, chills, rashes, weight loss or constitutional symptoms. He had significant percneal spams in the right foot. He is presently being admitted for removal of the implant of the right foot. MRI confirmed significant effusions about the right foot. The physician noted in the findings that there was a significant effusion in the subtalar joint. The fluid appeared yellowish in color like degenerative joint fluid. There was no pus in the fluid and nothing suggests infection. There were erosions into both the status and the calcaneus around the implant with full thickness loss ofcartilage.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.